Event description:
A nurse reported that the vacuum did not work during a cataract surgery. They tested different phacotips many times without success. The event caused no delay during surgery. There was no patient harm. Additional information has been requested with no response to date.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample revealed no nonconformities. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated system console. The handpiece was run successfully at 100% power on the infiniti for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).